Event description:
User reported false positive result. Symptomatic. Positive pcr two days later.

Manufacturer narrative:
Report required by FDA for eua. Eua # (B)(4). Investigation not complete at time of initial report, and will be provided upon completion.

Manufacturer narrative:
Report required by FDA for eua. Eua #(B)(4). Section b2 on outcomes of adverse events was inadvertently checked in initial report investigation codes have been corrected to match false negative investigation outcomes event description has been changed from flase positive in false negative.

Event description:
User reported false negative result. Symptomatic. Positive pcr two days later.